Manufacturer narrative:
The insulin pump passed basic occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted however, the insulin pump was received with cracked case at reservoir tube window corners, cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was 18 mmol/l at the time of the call. The customer also experienced no delivery issues with their insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.